Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband was reported via phone call that they experienced high blood glucose. The customer blood glucose level was 190 mg/dl at the time of incident and the current blood glucose of the patient is 349 mg/dl. Customer also states that during the call blood glucose was 419 mg/dl. Customer stated that infusion set had bent cannula. Customer does not allege pump was under delivering. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The product will be returned for analysis.